Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: graftmaster did not cross to treat a perforation, requiring medical intervention to prevent permanent impairment or injury. Device issue: failure to cross. It was reported that the graftmaster stent did not cross to treat the perforation. The perforation was successfully treated with a balloon catheter. Reportedly, there was no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. It is reported that the stent graft was used as per the indication for the treatment of a perforation; however, the stent graft could not cross to treat the perforation. The perforation was successfully treated with a balloon catheter. Based on the review of the lot history record, the device was in working order and met manufacturing specifications. The device was not returned to abbott vascular instruments for investigation; therefore, a conclusive root cause for the inability to cross cannot be determined.